Manufacturer narrative:
Additional information gathered, identified only the dbs leads were explanted. This report contains corrected information.

Event description:
Device 1 of 4 : reference MFR. Report# 1627487-2018-09743 , reference MFR. Report# 1627487-2018-09744 , reference MFR. Report# 1627487-2018-09745 . Additional information received identified the patient underwent surgical intervention wherein the dbs leads were explanted. Reportedly, the symptoms were resolved. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report# 1627487-2018-09743 , reference MFR. Report# 1627487-2018-09744, reference MFR. Report# 1627487-2018-09745. It was reported post a lead implant procedure, the patient experienced a hematoma. As a result, the patient underwent surgical intervention wherein the dbs system was explanted.